Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the cubie map layout for drawer 2 intermittently displayed a blank screen instead of the loaded medications. Although it was unclear whether the issue was related to the device upgrade, an investigation was requested, as the issue caused patient care delays by requiring anesthesia staff to exit and re-enter the map to select medications for cases. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.